Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of provided files confirmed two programmer crash during the follow-up of alizea 134gb093 on 28 february 2023. After the tablet was restarted the follow-up could be performed successfully. Programmer crashed due to transitory failure of the ¿raidport¿ device (i.e. Hardware disk).

Event description:
Reportedly repeated freezes of the tablet during interrogations occured (two different patients involved during the day). The tablet was restarted between the two patients.